Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear and front therapy electrode pads. The area was described as red, itchy and irritated. During a follow up, it was reported that the patient's physician's assistant prescribed hydrocortisone cream for the irritation but it hadn't improved at that time. During a final follow up, the patient's wife reported that the patient's rash had improved a little bit.